Event description:
Pt experienced hematoma left kidney, after receiving lithotripsy treatment for the removal of a kidney stone. Pt underwent surgery to remove hematoma, and recovered. Lithotripsy device performed as expected, i.e. No malfunction, and that the hematoma which occurred was consistent with the device labeling.